Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00771101110/ femoral stem 12/14 neck taper / lot # 61217444. Item# 00801803203 / femoral head / lot # 61409525. Item # 0062005220/ shell/ lot # 60640204. Item# 00625006525/bone screw / lot# 61405264. Item# 00625006535/bone screw / lot# 61432057. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01168, 0001822565 -2021 -01169.

Event description:
It was reported that patient underwent right hip revision surgery approximately 9 years post implantation due to dislocation and pain. Patient was given steroid injections for presumed bursitis (prior to the revision). During the revision, metallosis was found with dark gray fluid and tissue damage. Surgeon noted patient had a pseudotumor and tissue damage at the greater trochanter and corrosion at the taper junction. The head, shell and liner replaced without complication. Stem remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.